Event description:
This MDR is filed to give a response to the ufr (B)(4).

Manufacturer narrative:
It was reported that in the middle of a case, it was not possible to built up inspiratory pressure in manual ventilation mode. The pt was bagged with an ambu bag and there was no pt injury reported. A draeger service tech was dispatched after the event and was not able to reproduce the reported problem during testing. After visual inspection of the valve plate the tech replaced this component. The device log and the valve plate were requested for investigation. The log was made available, the valve plate was not released by customer. Only photos of the valve plate were sent. It was observed on a photo, that one of the valves has been manipulated in a non professional manner. The valve showed relevant damages at the outer ring, which look like marks of a grip. As only photos of the plate are available, the functionality of the valve could not be checked. Nevertheless, it is not likely that this valve has contributed to the reported problem. The device log was analysed and no indication for a technical failure or malfunction was identified. Based on the available info, the reported symptom could not be explained. As reportedly the hose system was checked with the device in the course of the pre use check, a leak may have developed in the course of surgery. After the repair, no further problems were reported concerning this device.